Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber used broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
This for the same event as manufacturer report: 2124215-2023-70582. Correction to field b5: describe event or problem. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that two fibers broke during a procedure. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.